Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rectosigmoidectomy procedure, device presented a defect in its line of staples. The anastomosis was partially opened and it was necessary to do a new resection with another circular stapling. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information received: the sales rep was made aware of the alleged device issue on (B)(4) 2017.